Manufacturer narrative:
The insulin pump had an unresponsive button due to moisture damage on keypad trace. No button error alarms occurred. The insulin pump was returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone by that the insulin pump alarmed button error. Customer's blood glucose was 77mg/dl. Customer stated the insulin pump button was not pressed for than three minutes. Advised to revert to back up plan.